Manufacturer narrative:
Sections g3 and h5 information provided.

Manufacturer narrative:
Patient weight and explant date not provided.

Event description:
As per complaint (B)(4) after a clinical procedure a dental implant displayed a failure of osseointegration and the implant was explanted. Infection was recorded.